Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported; however, it was reported the patient developed peritonitis a few days after the pd catheter was surgically repositioned. It was not reported if the patient was hospitalized for the event. Treatment and outcome were not reported. Action with pd therapy was not reported. No additional information is available.